Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a 5.5 pump implanted to assist a patient suffering from cardiogenic shock (cgs) and cardiomyopathy. Although difficulty was experienced during placement of the pump, it was successfully delivered, and anesthesia administered protamine following the delivery. Subsequently, the patient experienced pulseless electrical activity (pea), but hypotension was addressed through cardiopulmonary resuscitation (CPR). The pump continued to function for 11 days before it was weaned and explanted. Additionally, during the support period, a hematoma was noted in the patient.